Event description:
The esu "pencil" was left unsheathed on the operating room table near the patient's right lower leg. A basin of ice was placed on the operating room table near the patient's right leg. The rim of the basin contacted the esu "pencil" and activated it. The patient received a quarter-sized burn to his right ankle. The burn was treated in the operating room, and a consult was placed to a plastic surgeon.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.